Event description:
Discordant, falsely low sodium and chloride results were obtained on seven patient samples on a dimension vista 500 instrument. Of the seven patient samples, two also resulted falsely low for potassium on the same instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate dimension vista instrument and resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, chloride, and potassium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call and discovered that the standard a tubing was loose. The cse cleaned and tightened the standard a tubing. The instrument was primed and the cse calibrated the instrument and ran a diluent check, both of which passed. Quality controls were run and all were within range. The cause of the discordant, falsely low sodium, chloride, and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.